Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a post-operative hematoma at their left chest wall battery site and was readmitted. The event resolved without sequelae on (B)(6) 2018. The etiology was noted to be related to the implant procedure and not related to the device/therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study. It was reported the patient's weight was unknown. The ins serial number and implant date was updated. It was also reported there was an evacuation of post op hematoma on (B)(6) 2018. No further complications were reported as a result of this event.